Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the triple platelet product collection. There was no a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt information is reasonably known at the time of the event. Donor unit# (B)(6). The disposable kit will not be returned, because the customer has discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The signals in the run data file (rdf) indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor related. Investigation evaluation and corrective actions are in process. A follow up report will be provided.